Event description:
It was reported that the patient experienced syncope. On device interrogation it was noted that both the right atrial (ra)  and the  right ventricular (rv) leads exhibited high thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.